Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that the hex driver (rhd2.5) did not fit in to the implant. The gemlock is stuck. It will not collapse. They had back up instrument to finish procedure.

Manufacturer narrative:
After additional information was received on october 27, 2017, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2017-00563 submitted on aug 28, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event.